Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the synchro seal instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the synchro seal instrument locked and was unable to move or open the tip. There was no tissue involvement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not attempt to use the release mechanism to open the jaws correct. The instrument did work during the procedure.